Manufacturer narrative:
Correction: device model number and catalog number omitted from previous supplemental report, and are now updated to the proper value. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Event description has been updated. Device brand name, device pro code, common device name, device lot number, and device UDI number all updated to proper value. PMA/510(k) number updated to proper value. Device evaluation: the open spine clamp was received by the manufacturer for analysis. Analysis found that the returned clamp was in like new condition with no apparent physical damage. There was no fault found with the returned open spine clamp. Device manufacturing date updated to proper value. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device. It was reported that the open spine clamp was difficult to put on and take it off. The site had replaced this part a couple of times already. There was no patient present when this issue was observed.

Manufacturer narrative:
Device lot number, or serial number, unavailable. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. No parts have been returned to the manufacturer for analysis.

Event description:
Medtronic received information regarding a navigation device. It was reported that the clamp (B)(4) spinous process tall was difficult to put on and take it off. The site had replaced this part a couple of times already. There was no patient present when this issue was observed.